Manufacturer narrative:
Patient information was asked but unknown at the time of filing. A manufacturer representative went to the site to test the equipment. It was reported that the axiem cord was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The axiem cord was returned to the manufacturer for analysis. Analysis found that there was no fault/failure with the cord. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during the register task of a fess procedure the site was attempting to register but the axiem box was not connecting. The emitter details shows no communication to the axiem box. The site tried another axiem box from their other system and it did not work. The site brought in another navigation system and both axiem boxes worked on that system. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.